Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for cervical/neck and spinal pain. Information was reported that the patient is having to charge their device every day. The patient stated their ins battery is running out faster and the patient is having to charge more often than they were before. The patient then stated they used to charge every other day and now the patient has to charge daily. The patient's ins is in use 24/7. The patient has not been recently reprogrammed, switched to a new group, or increased the parameters. No further complications werereported. No patient symptoms were reported.